Event description:
It was reported that the ventilation stopped during use. There was no injury reported.

Manufacturer narrative:
The investigation was started, results will be provided within the follow-up report.

Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed and a turbovent2 alarm could be confirmed. It was found that over the duration of ventilation, small volumes were applied at a high respiratory rate and relatively high pressures resulting in the control unit overheating. Finaly, based on the logfile analysis, there were no indications for a technical device malfunction found. The device behaved as specified upon the detected overheating by initiating an emergency shutdown of automatic ventilation and by posting the corresponding alarm to alert the user. Monitoring and manual ventilation remain possible in this state. Within the last three years, there were no similar cases reported and thus, the case can be considered as single event.

Event description:
It was reported that the ventilation stopped during use. There was no injury reported.